Manufacturer narrative:
The device was returned, and the investigation for the reported positioning issue has been completed. The root cause of the positioning issues was patient movement. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the cp came out of position and was unable to be advanced back into the left ventricle. The pump was removed and replaced with a second impella cp, and there was no patient harm reported.